Event description:
It was reported that during preparation for implantation the lenses were found dry upon removing them from the lens vials. This occurred with nine lenses. This report refences lens 2 or 9. Reference MDR # 1313525-2015-00393 for lens 1 of 9. Reference MDR # 1313525-2015-00395 for lens 3 of 9. Reference MDR # 1313525-2015-00396 for lens 4 of 9. Reference MDR # 1313525-2015-00397 for lens 5 of 9. Reference MDR # 1313525-2015-00398 for lens 6 of 9. Reference MDR # 1313525-2015-00399 for lens 7 of 9. Reference MDR # 1313525-2015-00400 for lens 8 of 9. Reference MDR # 1313525-2015-00401 for lens 9 of 9.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.